Event description:
It was reported that was turn on and off and popping noise, some smoke was reported. No case involved.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event, could not be determined. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no damage was observed. Complaint of power failure and burnt odor was confirmed. Unit failed to power up during functional testing and power failure was attributed to a defective power supply. Factors which can contribute to burnt component on power supply could be sudden power surge to product. The complaint investigation has concluded the cause of the failure to be a defective electronic component on power supply. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.